Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump had air bubbles. The customer¿s blood glucose level was 500 mg/dl. The customer was not able to remove air bubbles. The customer reported that the insulin pump received insulin flow blocked alarm when she was given herself bolus. The customer performed prime and found that the insulin exited and insulin pump alarmed insulin flow blocked alarm. The insulin pump will not be returned for analysis.